Event description:
It was reported that the patient presented to the emergency department due to syncope. Upon device interrogation, the right ventricular (rv) lead and left ventricular (lv) lead demonstrated loss of capture. Further evaluation revealed that both the rv and lv leads were dislodged, which was confirmed by x-ray imaging. As a result, the rv and lv leads were explanted and replaced. The patient remained stable throughout the procedure.